Event description:
It was reported that a large volume infusor had brown particulate matter within its reservoir. This was found before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between the dates of 11/12/2014 and 11/13/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed via microscope, the presence of a black round particle was observed embedded in the stress member plug. The particulate matter was not in the fluid path. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.